Event description:
Caller reported a malfunction on the pump following a heavy rain event. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. As a resolution, the customer was provided with a backup insulin pump, and cts planned to replace the faulty pump. The pump was out of warranty, and the customer expressed interest in an out-of-warranty loaner pump.